Event description:
There was an allegation of questionable calcium results for 1 patient sample on a cobas 8000 c702 module. The initial result was 2.52 mmol/l. The sample was repeated and the result was 1.78 mmol/l. The sample was repeated again and the result was 2.53 mmol/l. The result of 2.53 mmol/l was deemed correct.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer (fse) found that the waste tank was not draining. The fse cleaned the valve and drain, checked all wash stations, nozzles, and cell levels, checked and adjusted the gear pump head pressure, checked the reagent wash bottles and associated tubing, replaced and adjusted a reagent probe, checked all syringes, and performed mechanical checks successfully. The investigation is ongoing.

Manufacturer narrative:
Reagent issues were excluded, as no further cases were reported and correct reruns were performed with the same reagent. The investigation determined that the service actions resolved the issue. The cause of the event could not be determined.